Manufacturer narrative:
The company representative observed that upon power up of the iabp, the unit ran for a few minutes and then the iabp alarmed and shut down. The issue disappeared during troubleshooting. The company representative left the iabp running for one day. He found no further issues. The customer elected to place the iabp back in service. The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp made a "shrill noise" and shutdown. They were unable to restart the iabp. The patient was switched to another iabp and therapy was continued. No patient injury was reported.